Event description:
As reported by the customer biomed engineer, the thermogard console (sn (B)(6)) failed to power on. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6)) failed to power on was not confirmed during the review of the event logs and initial functional testing. However, it was confirmed during further in-depth testing of the returned thermogard console. Further investigation revealed that the root cause of the intermittent power issue of the console was a defective left rear bracket, most likely as a result of normal wear and tear. The thermogard console was manufactured in january 2014, and it is almost 10 years old, well beyond its expected service life of 5 years. The defective left rear bracket was replaced. No physical damage was observed during visual inspection. The event log was reviewed, and no error messages were noted on the reported event date. Following the service, the thermogard console passed all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(6). B3, the date of event is unknown.